Event description:
Customer reported via phone call to have had several issues with insulin pump. Customer reported that insulin pump was showing that reservoir was empty when it was not. Customer reported that insulin pump time changed from a.m. To p.m. Customer also reported that insulin pump began to count down and also received a an unexpected restart alarm and a signal too low alarm. Customer's blood glucose was 64 mg/dl. Customer received assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.